Event description:
It was reported the patient presented to clinic after receiving a patient notifier. Upon interrogation, device was found to be in backup vvi mode. The device was reverted from backup vvi mode. It was suspected that patient¿s interaction between merlin.net transmission programmer used for remote monitoring contributed to backup vvi functionality. No patient adverse consequences were reported.